Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer observed false negative architect sars-cov-2 igg results on multiple male patients. The results provided were: on (B)(6) 2020 sid (B)(6) pcr covid igg cmia covid-igm elfa technique=positive sars-cov-2 igg=0.03 s/co (<1.4 s/co=negative) covid-igm minividas=0.15 on (B)(6) 2020 (reference range=<1.0). On (B)(6) 2020 sid (B)(6) pcr covid igg cmia covid-igm elfa technique=positive. On (B)(6) 2020 sars-cov-igg=0.12 s/co (negative). Covid-igm minividas=0.08 on (B)(6) 2020 (reference range=<1.0). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false negative architect sars cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Patient samples were not available for return. In-house testing for reagent lot 18276fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18276fn00 did not show any potential non conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained negative results for two patient samples when testing was performed using architect sars-cov-2 igg reagent lot 18276fn00. It was reported that both patients are not immunocompromised and were asymptomatic and negative results were obtained for the samples on the covid igm minividas assay. Sid (B)(6) was tested on the (B)(6) 2020 with a negative result of 0.03 index returned. The patient tested pcr positive on the same day. Sid (B)(6) was tested on the (B)(6) 2020 with a negative result of 0.12 index returned. The patient tested pcr positive on the (B)(6) 2020. In this case, both patients are asymptomatic, how one patient tested pcr positive on the same day the negative result was obtained, and the second patient was tested < 14 days after the pcr positive result. Both patients could potentially be still in the seroconversion window. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 18276fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.